Event description:
The customer stated the year portion of the expiration date on the strip vial "rubbed" off, but was intact when purchased. Requested return of suspect device and replacement was sent.